Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient¿s daughter was concerned that the patient¿s declining health and susceptibility to coronavirus led to the patient¿s death. It was noted the patient passed away due to covid related issues. The patient¿s weight and medical history were asked but unknown. The pump was explanted (date not reported) and not associated with any recalls. Additional information was received on 2021-jan-29 from a consumer indicated the patient¿s date of death was (B)(6) 2020. It was noted a family member believed that part of her mother¿s decline had been the pump. It was reported the patient had a movement disorder prior to implant, but since the implant, she was thrashing more and was coherent and then incoherent, like she was going through withdrawals. The family had been wanting the pump removed soon after it was placed. It was noted in (B)(6) 2020 they changed out the baclofen/fentanyl to baclofen 300mcg/morphine 6mg/ml to help with the pain. It was reported there were several incidents (no dates given) where the patient fell and the patient had a diary that mentioned falls or near falls (no dates reported). The patient had surgery recently (in 2020) for her spine and went into a rehabilitation center. It was noted the patient was placed in the same room as a covid positive patient. The rehab center stated the patient did not have covid + but several days later she was positive. Subsequently, the patient was placed in quarantine and had another movement episode and was back to the hospital where they thrashed and slipped out of bed onto the floor. The hospital then gave her oral baclofen as well to help with the thrashing. The family indicated that several people including an emt stated the patient was having baclofen withdrawals. It was reported that pump tests were done, but no additional information was provided. The whole system was removed on an unspecified date and was in the possession of the patient's daughter. The patient's daughter met with the mdt representative and the pump was placed in a minimum state. As of this time, the device has not been received for analysis.

Manufacturer narrative:
H6. Device code: a24 was corrected to a26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.